Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 04.168.000s. Lot #5l54552. Manufacturing site: (B)(4). Release to warehouse date: 20 jul 2019. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 the surgeon completed a fns and was not pleased on how the plate was sitting on the femur. The plate was sitting posterior and slightly off of the bone. The surgeon accepted the results and completed the surgery. It is possible that the reasoning is because the surgeon free handed the guide wire. No surgical delay was reported. No additional information was reported. This report is for a femoral neck system plate 1 hole ¿ sterile. This is report 1 of 1 for (B)(4).